Manufacturer narrative:
(B)(4). Batch # r57p7t. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Colostomy reversal after rectal cancer surgery. What was the exact surgical procedure being performed? Colostomy reversal procedure. Can you please clarify what was meant by, ¿anvil was loose?¿ it was not properly attached to the stapler. Can you please confirm where the open staples were identified? Right after the stapler was fired in the distal part of the anastomosis. Were the washer and donuts inspected to confirm a complete transection? No, it was already visible that the staples were open . Was it confirmed that the anvil was still attached upon closure but prior to firing? The surgeon heard the clicking sound that the stapler makes, when it is locked, and made sure that the orange indicator was in the green range. No other means were used to determine that the anvil was attached. Why was the decision made to create the stoma versus attempting to complete another anastomosis? Because the rectal part of the bowel was too short to seal it with a linear stapler and make a new anastomosis. What is the current patient status? The patient still has a colostoma.

Event description:
It was reported that the surgeon was making a low bowel anastomosis with a circular stapler. Everything went as usual ¿ he attached the anvil to the trocar after which he heard a click, closed the instrument and saw that the orange indicator was in the green safety range. After he fired the stapler, he noticed that the anvil was loose and the staples were open and had not fired. He had to bring the bowel back on the abdomen and keep the stoma. Afterwards when inspecting the instrument, he noticed that there was no white rubber band in the gun-side of the stapler.